Event description:
Reporter reports back to back testing on customer's meter while using the advantage system with results of 56mg/dl and 90mg/dl. No quality controls were run. No adverse event was reported. A request was made for return of the suspect product and a replacement was sent.